Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and pass. A review of the bin file was performed and signal loss was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over 1 hour occurred on for transmitter with serial number 8x1r54. However, transmitter with serial number 8y2m4d was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and pass. A review of the share logs was performed and signal loss was not found for serial number 8y2m4d within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem- correction. H2: correction.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ supp correction g3: date received by manufacturer g6: report type ¿ updated/follow-up h2: correction h10: corrected data.

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and pass. A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.